Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and complained of having a pricking pain when pacing was delivered, palpitations and discomfort in the chest. Pacing failure was also identified on the pacing lead. A mode switch seems to have occurred on the implantable pulse generator (ipg). Perforation of the right atrial (ra) was identified. A few weeks later the patient presented to a different hospital where a computed tomography (CT) was performed which confirmed right atrial (ra) dislodgement and perforation. The ra lead was explanted. The ipg was explanted and replaced. No further patient complications have been reported.